Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak was reported, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home choice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell two of three of peritoneal dialysis therapy. During the troubleshooting, it was reported that there was a leak from an unspecified location that led to this alarm. It was further reported that solution was found on the floor. The caregiver(cg) stated that last night the cycler alarmed se2240. The cg read the patient at home guide and followed the instructions to power off then on the cycler and se 2367 displayed. The cg disconnected the patient and used manual supplies to finished the therapy. The cg stated that at that time, all of the lines looked to be connected securely. Renal therapy services (rts) reviewed proper procedures per the user manual with the cg. There was no patient injury or medical intervention associated with this event. No additional information is available.